Event description:
A call to technical services was made on (B)(6) 2013 stating that patient feels that this lead is poking her on the side of the pocket. The lead is capped and is underneath the device so patient can feel the capped portion of the lead under the device sitting on the pocket. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)